Event description:
It was reported that the patient presented with a right ventricular lead that exhibited noise over-sensing which resulted in pacing inhibition. The lead was also noted to have an insulation anomaly. The lead was capped and replaced on (B)(6) 2025. The patient was stable.